Manufacturer narrative:
Result: head left siderail outer panel. Timing link.

Event description:
It was reported by service report that the head left siderail outer panel was cracked and could not be raised or locked. The timing link was broken. It is unk if there was pt involvement of if there were adverse consequences to report.